Event description:
It was reported that the device logged event codes I the memory and failed to complete charging energy. The device was unable to provide defibrillation therapy in the reported condition. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb and therapy pcb assemblies to observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.